Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to a teeth infection.

Event description:
The customer reported infection on teeth #24 adn #25 while wearing the aligners. Medical intervention is required, and gum graft will be performed. Aligner treatment was not discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).